Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have moisture under display screen due to sweat from wearing insulin pump in her bra. Customer was not able to see display screen. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.